Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Lens returned with haptics broken, unable to perform dimensional inspection.claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.00/+3.0/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a different model/diopter but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).